Event description:
A 53-yr-old white female who has had bilateral mastectomies in the late 1970's with implant reconstruction. Pt underwent implant removal and replacement in the late 1980's for ruptured implant on the right and capsular contracture. Pt had a breast carcinoma found in the tail of spence or axillary area in 1/95 and underwent chemo and radiation. The pt now presents with mammographic evidence of rupture of the right breast implant and bilateral grade IV capsular contractures in each breast. On 10/31/95 pt underwent removal of bilateral implants, bilateral total capsulectomies, bilateral reconstruction of breast with placement of expander implants, and excisional biopsy of right axillary benign lesion.